Event description:
On (B)(6) 2016, a dental professional reported that a patient who was treated with a 3m espe lava ultimate cad/cam restorative for cerec crown required root canal treatment. This patient received the lava ultimate crown on tooth #31 on (B)(6) 2015. The crown de-bonded on (B)(6) 2016, at which time it was noted there was decay under the crown. A root canal was performed that day.